Event description:
The pt claimed that they used the suspect device to check their blood glucose and obtained a result in the 400's mg/dl. Pt administered insulin and became unconscious. Paramedics were called and when the emts arrived they checked the pt's glucose and the level was 18 mg/dl. Pt was treated with an IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.